Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on approximately (B)(6) 2014 patient experienced a rash and missing pigment in skin around the off-label insertion site. Patient sought opinion of a medical professional and dermatologist could not find out what the issue was. No medical intervention was required.